Event description:
It was reported that during balloon angioplasty of the stenosed left middle cerebral artery, vessel spasm occurred. The physician removed the balloon catheter and administered medication in response to the event. The vessel spasm ceased after five minutes without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device was not returned; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, vasospasm is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during balloon angioplasty of the stenosed left middle cerebral artery, vessel spasm occurred. The physician removed the balloon catheter and administered medication in response to the event. The vessel spasm ceased after five minutes without clinical consequences to the patient.